Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a "white powder" around the pneumatic tap on the pump. Reportedly, the customer was still able to load the cartridge and resume insulin therapy on the pump. The customer's blood glucose level was 247 mg/dl.